Manufacturer narrative:
Correction to the initial report, additional information was received that the procedure date was (B)(6) 2021 and the device was used prior to the expiration date. The device was not expired when it was used in the procedure.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. It should be noted that the reported incident date was after the product "use by"/"use before" date. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
An expired catheter was opened and used for a procedure. There were no adverse consequences to the patient.